Event description:
The MFR received info alleging a ventilator failed to deliver airflow, and that the exhalation valve remains open. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a failure of the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.